Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level, motor error alarm and beeping as well as alleging insulin pump was under delivering. Customer¿s current blood glucose level was 531 mg/dl. The customer did not provide details on symptoms related to the high blood glucose level episodes. Customer was treated with syringe. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was able to complete insulin pump rewind. Customer stated that the drive support cap was normal. Troubleshooting was completed for high blood glucose level and troubleshooting was performed for motor error alarm. The insulin pump will be returned for analysis and reservoir will not be returned for analysis.